Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 900mg/dl. Customer was assisted with troubleshooting for high readings. Customer's blood glucose level at time of call was 170mg/dl. The customer experienced symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer was treated with manual injection. Customer was treated for diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. Customer reported drive support cap was normal, no leaks or air bubbles found, no leaks, no insulin or site issues. No delivery troubleshoot was performed and found insulin pump alarmed no delivery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.